Manufacturer narrative:
The actual date of event is unknown. No product will be returned. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that at shift change pump was evaluated for accuracy. Pump contained dilaudid, set at .3mg pca, 10 min lock and .3 continuous. Orders did not contain a continuous dose. So ce ran multiple tests and unit passed each test. Ce feels this was a case of user programming the incorrect doses as the pca functioned correctly. There was no patient involvement.